Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7120648.

Event description:
It was reported that the patient had a bad fall and ended up in the emergency room. It was mentioned that the patient accidentally switched programs while in bed and got up the next morning, could not feel her legs. The patient was doing well.